Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not delivering accurate amounts of bolus or medicine. There was no patient harm but there was patient involvement and delay of therapy.

Manufacturer narrative:
One device was returned for repair. There was no relevant event or service history. Visual and functional testing was performed. Unable to confirm complaint that device was not delivering an accurate amount of bolus or medicine. Performed accuracy testing and device performed within acceptable delivery parameters. Device functions as designed.